Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close (gripper actuation - single) and observed a broken gripper line. The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and the returned device analysis, the observed gripper actuation issue appears to be related to the broken gripper line. The observed broken gripper line was due to user technique and/or procedural conditions of attempts to free the gripper arm from the leaflet. The reported difficult or delayed positioning (anatomy) was due to a combination of anatomical challenges and procedural conditions as the gripper arm got caught on the leaflet during grasping but was able to be freed eventually. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issues. It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+ with a posterior leaflet flail. The first mitraclip xtw performed four grasps without issue when the gripper arm caught the leaflet. To free the gripper arm, the clip was manipulated using anterior/posterior directions. Once freed, one of the two grippers could not raise. As troubleshooting, the gripper arms were attempted to be opened and closed multiple times without success. It was decided to not deploy this clip. The device was successfully removed without further issues. There was no tissue injury observed due to this issue. Two other mitraclips were successfully used in replacement, reducing the mr to grade 1-2. There was no adverse patient effect. No additional information was provided regarding this issue.